Event description:
The clinician reports the implant was inserted (B)(6)2018 in fdi 35. On (B)(6)2018, non-osseointegration was verified. The device was forwarded to the manufacturer. At the event the patient experienced: pain, mobility and inflammation. No further patientcomplications were reported.